Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type: accessory. Analysis of the lead found no anomaly, the distal end of the lead was straight and analysis of the stylet found the stylet wire was bent approximately 2.8cm from the distal end.

Event description:
Additional information received reported the product had been removed from the sterile package and the surgeon realized as he was measuring before implant that it was bent. No bending was imparted by the customer. It was noted that the package was not distorted at all from shipping.

Event description:
It was reported that the event had occurred during the procedure, the lead was bent at the end in the box. The lead was never implanted. A different product was used. No diagnostic testing or troubleshooting was done. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).